Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (unknown); product type: (0195 - heart valves); implant date: not-implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to 80% in that it was positioned 0 millimeters (mm) from the non-coronary cusp (ncc) and 5 mm from the left coronary cusp (lcc). After full deployment of the valve, the valve dislodged in that it was positioned 10 mm from both the ncc and lcc. The patient remained stable with a gradient of 8 millimeters of mercury (mm hg) and no paravalvular leak (pvl), so it was decided to conclude the procedure. Following completion of the procedure, it was identified that the valve had migrated further ventricular. The attending physician then decided to explant the valve and implant a surgical aortic valve. Per the physician, the patient's fibrotic aortic stenosis contributed to the valve dislodgment and migration.